Event description:
It was reported that a plastic piece in jaws of fenestrated bipolar forceps instrument was found to have melted. The piece broke off making it difficult to properly clean and sterilize the instrument. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified in cs during processing and the instrument was pulled out of commission. The instrument was sent back, there were no reports of damage to patient or issues from using it.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. The complaint regarding a piece of the instrument jaws being melted was confirmed by failure analysis.